Manufacturer narrative:
The info received indicated an MDR was required on (B)(6) 2011. The amount of joules used have been reported as 278,813 joules. This amount of joules identified that this fiber was used to its maximum allowable joule limit. Fiber cap degradation would be considered normal wear and not a fiber malfunction.

Event description:
It was reported by a customer on (B)(6) 2006 the aiming beam fired straight out of the fiber at 278,813 joules. No pt injury was reported.